Manufacturer narrative:
It was reported that it was difficult to gw pass through the stenosis. After stent implantation, perforation was found. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Perforation can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Since it was difficult to gw pass through the stenosis before stent implantation, perforation might occur due to patient's lesion status. It is hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure. According to physician's comment, this sae(serious adverse event) might be attributed to the use of gw when passing through the stenosis. So, it is difficult to judge perforation caused by device malfunction. It is considered that perforation was occurred due to complexity of patient's lesion status, difficulty of gw insertion and stent implantation. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
(B)(6) 2017: cdt2208 was applied to the sigmoid colon as a bridge to surgery. Physician had hard time having gw passed through the stenosis before cdt2208 was placed. After implantation, the patient complained of abdominal pain and CT was performed. Perforation was found and am emergency operation (details unknown) was performed. The stent was removed at that time. Physician's comment: this sae (serious adverse event) might be attributed to the use of gw when passing through the stenosis.